Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for safety shield separation with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that an unspecified number of bd vacutainer® eclipse¿ blood collection needle with pre-attached holder experienced safety shield failure during use. The following information was provided by the initial reporter: material no. 368651. Batch no. 9003790. Receiving complaints here that the above vacutainer¿s safety device just ¿falls off¿.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of bd vacutainer® eclipse¿ blood collection needle with pre-attached holder experienced safety shield failure during use. The following information was provided by the initial reporter: material no. 368651 batch no. 9003790. Receiving complaints here that the above vacutainer¿s safety device just ¿falls off¿.